Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the error alarm occurred during bolus. Customer does not remember any significant events that led up to the alarm. Blood glucose level was 179 mg/dl at the time of the call. No further information was provided.